Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650 / expiration date: 2017-01-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-01-31 (B)(4). Heartware ventricular assist system ¿ ac adapter / (B)(4)/ model #: 1430us, device evaluation anticipated, but not yet begun (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-09 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650 / expiration date: 2016-12-31 UDI #: (B)(4) , device evaluation anticipated, but not yet begun mfg date: 2015-12-31 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #:(B)(4), device evaluation anticipated, but not yet begun mfg date: 2017-12-09 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650 / expiration date: 2016-12-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2015-12-31 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650 / expiration date: 2017-03-31 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2016-03-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after lubrication servicing was performed, power switching occurred which resulted in a ventricular assist device (vad) pump stop. The controller and ac adapter remain in use and the power sources were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Battery (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, controller ac adapter ,and six (6) batteries were not returned for evaluation. The log files of the controller in use during the reported event, revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving four batteries. Log file analysis also revealed a controller power up event. The data point prior to the loss of power revealed that an adapter was connected to power port one (1) and the first battery was connected to power port two (2) with 89% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a second battery was connected to power port (1) and the first battery was connected to power port two (2). The controller was without power for 11 seconds. There is no evidence that the lubrication servicing was performed on the reported devices. As a result, the reported premature power switching event after lubrication could not be confirmed; however, the reported loss of power and premature power switching events were confirmed. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.